Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity and/or excessive weight."

Event description:
It was reported that patient underwent a left total knee arthroplasty on an (B)(6) 2010. Subsequently, a revision procedure has been indicated due to an unknown reason. Additional information received reported the patient was revised on (B)(6) 2015 due to tibial loosening. The tibial tray and bearing were removed and replaced. A stem and augments were additionally implanted.

Event description:
It was reported that patient underwent a left total knee arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to an unknown reason; however, no revision procedure has been reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.